Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name and primary UDI number have been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Event description:
The complainant reported that during support with the mechanical circulatory support device, the automated controller experienced intermittent placement signal issues and controller error alarms. The clinical team noted that the aortic and left ventricular placement signals were unreliable at times, although no alarms initially accompanied these fluctuations. The signals returned briefly and then were lost again, at which point a controller error alarm appeared. The waveforms later returned and remained stable until near the end of the procedure, when signal loss recurred and another controller error alarm was triggered. The controller was replaced, after which the signals remained stable for the remainder of the procedure. The event was attributed to a controller malfunction and has been classified as a reportable malfunction. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.